Event description:
Swallowed the corega to clean prostheses thinking that it is aspirin [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega denture cleansing tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega denture cleansing tablets. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received from consumer via call center representative (phone) on 29jun2022. The consumer stated that, "I'm calling because my wife has swallowed the corega to clean prosthetics thinking it's aspirin, what can we do." Spanish narrative : buenos dias, llamo porque mi mujer se ha tragado el corega para limpiar protesis pensando que es aspirina, que podemos hacer. State code: 00.

Manufacturer narrative:
Argus case ID: (B)(4).